Manufacturer narrative:
(B)(4). Fisher & paykel healthcare (f&p) has requested for the complaint device to be returned for evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
A distributor reported on behalf of a healthcare facility in japan via a fisher & paykel healthcare (f&p) field representative, that the tubing of an ojr412 optiflow junior 2 was found to be damaged before patient use. There was no patient involvement as the issue was found whilst the device was not in use on a patient.

Event description:
A distributor reported on behalf of a healthcare facility in japan via a fisher & paykel healthcare (f&p) field representative, that the tubing of an ojr412 optiflow junior 2 was found to be damaged before patient use. There was no patient involvement as the issue was found whilst the device was not in use on a patient.

Manufacturer narrative:
(B)(4). Corrections: section d1: brand name updated. Section d2: common device name updated. Section d4: serial # not provided as it is not applicable to the subject device. Lot # not provided by the healthcare facility. Section g4: PMA/510(k) updated. Section h5: labelled for single use updated. Section h8: usage of device updated. Method: the complaint ojr412 optiflow junior 2 nasal cannula was received at fisher & paykel healthcare (f&p) in new zealand for investigation, where it was visually inspected. Our investigation is thus based on the evaluation of the subject device, the information provided by the customer and our knowledge of the product. Results: visual inspection of the complaint device revealed that the left tubing was detached at the cannula joint. It was also observed that there was little dose of glue inside the cannula joint, and no glue was observed on the tubing. Conclusion: the reported malfunction was due to low glue dosage on the cannula side. All optiflow junior cannula are 100% leak and occlusion tested after final assembly and any cannula that fails is discarded. In addition, samples are taken hourly from each run and pull tested to check glue joint strength at the cannula tube joint, as well as the swivel grip joint, if there are any failures the entire batch is put aside for further investigation. The subject ojr412 optiflow junior 2 nasal cannula would have met the required specifications at the time of release. The user instructions which accompany the ojr412 optiflow junior 2 nasal cannula show in pictorial format the correct placement and fitting of the cannula, and provide the following warnings: "appropriate patient monitoring (e.g., oxygen saturation) must be used at all times. Failure to monitor the patient may result in loss of therapy, serious harm or death." "Ensure all connections are secure during use. Check the cannula is undamaged and that the flow path is maintained. Under excessive load, the cannula may disconnect to prevent forces being transferred to the patient." "Do not stretch the cannula on application; this may cause increase pressure to the patient's skin. If necessary, the cannula may be repositioned."